Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly (note: upon the evaluation, some unrelated service work was performed on the esu.). In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the information provided, the burn/skin lesion was caused by inadvertently activating the bovie handpiece. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a myomectomy. The esu was a part of the da vinci surgical system. A bovie handpiece (note: information involving the manufacturer was not provided.) Was used in the procedure. No information was provided in regards to any other accessory used or the equipment settings, etc. Per the reported information, the bovie handpiece was unintentionally activated, during the operation, which resulted in a burn/skin lesion around the trocar entry site on the patient's abdomen. The patient received wound care with ointment to address the burn/skin lesion.